Event description:
It was reported that the pump's upstream occlusion sensor failed during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 12/20/2024. One device was returned for analysis. Visual inspection found a buckled upstream occlusion seal. Review of the event history log (ehl) showed an upstream occlusion alarm. A functional test was performed the reported issue was not duplicated. The cause of the reported issue was unknown. The device was repaired. The service history review had no indication that the complaint was related to a service of the device within the review period.